Event description:
The device was used during an unspecified procedure. Reportedly, there was insufficient coagulation and bleeding occurred. The surgeon applied cautery and another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.